Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10 for the device evaluation. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2021-03778 for the injury. The 16f esheath was returned with the 29mm commander delivery system fully inserted through it. The returned device was visually inspected. The sheath was fully expanded and tip opened, as designed. The liner at the distal tip was bunched and fully/circumferentially delaminated. The c-marker band was present but slightly detached. Compression was noted 6.5 inches from the distal tip. Due to the nature of the complaint, no relevant functional testing was able to be performed. Due to the nature of the complaint, no relevant dimensional testing was able to be performed. Imagery was provided by the complaint site, and the patient's ascending aorta had presence of calcification and tortuosity. The patient's subclavian artery had some curvature. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaint relating to the complaint codes below. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. IFU for esheath, device preparation manual, procedural training manual, and s3 commander subclavian-axillary procedural manual were reviewed. No IFU/training deficiencies were identified. A review of complaint history on confirmed complaints revealed the following for the edwards esheath introducer set (all models and sizes) with the related codes identified. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the potential root causes identified, none is potentially applicable to the current evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed through evaluation of the returned device and provided imagery. No manufacturing non-conformances were identified. Reviews of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. Per the complaint description, ''the valve and delivery system was retracted into the esheath ensuring that the valve was completely inside the esheath and just beyond the tip of the esheath. Therefore, the valve was retrieved back into the esheath, and then, all devices were removed as a whole unit''. Per evaluation of the returned device, the sheath liner was circumferentially delaminated with the marker band still present. Per imaging evaluation, the ascending aorta was not straight and the subclavian artery had some curvature. A non-straight ascending aorta paired with subclavian artery curvature can create a non-coaxial alignment between the delivery system with the crimped valve and the sheath distal tip upon reentry into the sheath. This scenario can potentially lead to the crimped valve catching on the sheath distal tip leading to sheath delamination. While a definitive root cause was unable to be determined, available information suggests that patient factors (subclavian artery curvature, non-straight ascending aorta) and/or procedural factors (withdrawal of crimped valve, non-coaxial withdrawal) may have contributed to the complaint event. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2021-03778 for the injury. Investigation is ongoing.

Event description:
As found through pre-decontamination evaluation, a sheath liner delamination was found. As reported by our affiliates in italy, during the alignment of a 29mm sapien 3 valve in aortic position, by subclavian approach, the valve was unable to advance within the markers on the balloon. The first valve was retrieved through the sheath as per procedural manual as a whole unit. A second valve was implanted without any alignment problems. On pod7, the patient was discharged. As per medical opinion, the root cause of the event was probably due to the lack of a straight portion in the ascending aorta.